Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. The device was received with tissue stuck in the jaws, which prevented the jaws from opening. The jaws opened when slight forward pressure was applied to the handle. The jaws were then able to be opened and closed normally using the handle. The device was activated on a simulated tissue with acceptable results and a visual seal effect was observed. No further sticking occurred.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws would not open while on tissue during a hysterectomy case. The device was manually removed but this tore the tissue. There was minimal bleeding. This occurred after the last activation and there was no patient injury.